Manufacturer narrative:
Faulty castor not returned to manufacturer. No photos of the failure could be provided. Olympus keymed investigator unable to carry out a meaningful investigation and establish root cause. Further enquires were made to confirm the condition of the health care operative following the incident. They did seek medical assistance (saw a doctor), the bruising lasted approximately 5 days. It was confirmed that their toe is now fine. Based on this information it is expected that this investigation is now closed, however if any new information becomes available then an additional information will be provided. H3 other text : castor not returned to manufacturer.

Manufacturer narrative:
Olympus keymed will be requesting that the faulty castor is returned for further investigation. The service history of the device has also been requested.

Event description:
The rear castor on the wm-np2 workstation broke off while it was being pushed by the customer. The workstation fell on the customers foot. Their foot is now bruised.